Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred and that the pump was beeping every 20 minutes. The customer reported elevated blood glucose (bg) levels up to 282 (mg/dl). Pump boluses were delivered to address bg levels. During troubleshooting with tandem technical support, a review of pump history indicated the beeping was a high bg reminder and the altitude alarm was cleared within a minute. The customer declined high bg troubleshooting.